Manufacturer narrative:
(B)(4)

Event description:
The customer reported a secondary 100ml/hour infusion completed in approximately 30 minutes and that infused faster than intended. The user noted the membrane frame hinge was cracked. The customer will be sending the device in for investigation since they did not find programming issues in the event log. The primary rate was programmed to infuse at 150ml/hour with a vtbi approximately 500-1000ml. The customer reported there was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device noted the seal not intact. A crack was noted at the lower door hinge, the upper platen hinge is broken and also cracked where it is screwed into the device, the latch pivot screw is slightly backed out and both iui connectors were found to be dull. Analysis of the pump module event log shows that a primary infusion was programmed to infuse at 150ml/hr with a vtbi of 985ml at 9:21 pm on (B)(6) 2015. At 9:25 pm, a secondary infusion was programmed to infuse at a rate of 100ml/hr with a vtbi of 100ml. At 9:49 pm, the infusion was paused and was then restarted at 9:50 pm. At 9:52 pm, the device was channeled off. Functional testing was performed and found the device to be delivering fluid within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion during patient use and noted the membrane frame hinge was cracked. The customer will be sending the device in for investigation since they did not find programming issues in the event log.